Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed there was no philips issue as the system downtime was caused by customer firewall issues. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating the telemetry system is down and the users cannot monitor the patients at the central station. The device was in use at the time of the event. No adverse event occurred.